Event description:
It was reported that the patient presented in-clinic for a routine check-up. It was observed that the patients' implantable cardiac monitor (icm) exhibited r-wave under sensing. As a resolution the icm was reprogrammed. No patient consequences and the patient was stable.